Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an audio anomaly. The audio feature was not working when an alarm is occurring. The device would only vibrate. The customer¿s blood glucose during the incident was 100 mg/dl. Troubleshooting was performed. The device alarmed a hardware low level failure. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Hardware low level failures was present in the pump trace download due to broken trace a on keypad assembly. Toggled on or off and increased or decreased volume with the audio feature functioning properly. No audio of alarm anomalies noted during testing.